Manufacturer narrative:
The subject device is not available.

Event description:
During embolization procedure of pancreatic aneurysm, it was reported that, the coil attempted to be re-sheathed after several repositions and upon retraction due to resistance encountered the coil became stretched and protruded into the parent vessel. The coil was completely removed from the patient body using snares. There were no patient complications related to the reported issue.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, an analysis could not be performed. Information available indicated that the device was confirmed to be in good condition prior to use. Information available indicated that intermittent flush was used during the procedure. As per the target direction for use (dfu), "in order to achieve optimal performance of the target detachable coil system and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of appropriate flush solution be maintained between a) the femoral sheath and guiding catheter, b) the 2-tip microcatheter and guiding catheters, and c) the 2-tip microcatheter and stryker neurovascular guidewire and delivery wire. Continuous flush also reduces the potential for thrombus formation on, and crystallization of infusate around, the detachment zone of the target detachable coil.¿ therefore, based on the information currently available, a cause of use error was assigned to this event..

Event description:
During embolization procedure of pancreatic aneurysm, it was reported that, the coil attempted to be re-sheathed after several repositions and upon retraction due to resistance encountered the coil became stretched and protruded into the parent vessel. The coil was completely removed from the patient body using snares. There were no patient complications related to the reported issue.